Manufacturer narrative:
Updated data: b4, g3, g6, h2, h3, h6, h10 device analysis conclusion: the oad was returned with the guidewire engaged. Visual examination confirmed a fracture at the proximal edge of the crown. The crown weld location was examined and found to be within manufacturing process parameters. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture remains undetermined. The driveshaft fracture was confirmed by analysis. However, the reports of perforation, hypotension, and no flow could not be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat a lesion in the mid left anterior descending artery (lad). The vessel was tortuous. A nodule near the target lesion prevented an ivus catheter from advancing into the lesion. The physician attempted to proceed with atherectomy slowly using glide assist; however, the oad could not be advanced into the lesion. The physician attempted to advance the oad by treating the proximal lesion for thirty seconds in order to enlarge the lumen. During that time, some resistance was encountered, and the device jumped about 5 mm during proximal to distal treatment. Glide assist was again used, but difficulty was encountered in advancing the oad. Therefore, the physician activated a low speed proximal to distal treatment. The device became stuck momentarily when the physician advanced the oad, and the drive shaft fractured. It was confirmed by imaging that the fragment protruded outside of the artery, thereby causing a hemorrhage. After the perforation was identified, the patient experienced a severe drop in blood pressure and cardiac arrest. Percutaneous cardiopulmonary support (impella), pericardial drainage, and cardiac massage were applied. The physician removed the oad and viperwire from the patient; the fragment remained on the guidewire. The physician then inserted a non-csi wire. Angioplasty and stent placement were performed. The physician attempted to place a perfusion balloon through the stent in order to resolve the perforation. The attempt was not successful, and no flow was observed in the lad. Another stent was deployed, and hemostasis was achieved; no flow to the lad was resolved. The patient was in critical condition and was monitored in the ICU. As of (B)(6) 2021, the patient was stable.

Manufacturer narrative:
(B)(4). Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).